Event description:
It was reported that the patient received shocks from the right ventricular (rv) lead during a hospital stay while in an upright position but not while in a lying position. A high number of short interval counts (sic) and artifacts were also observed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal and proximal conductors of the lead developed fractures due to flexing while in vivo. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Save to disk clinical data review was determined to not be required because physical analysis was completed.